Event description:
Reporter alleged blood glucose monitoring device was having difficulty downloading date when noticing the first contact on the left of the base unit is recessed and melted. A request was made for the return of the suspect device and replacement product was sent.